Manufacturer narrative:
(B)(4). Date sent 6/26/2025 d4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partial fire)? Did the device staple? If the device stapled, was the staple line complete? If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Did the device cut? If the device cut, was the cut line complete? Were the cut line and staple lines equal? How was the issue addressed? Was there a patient consequence? If yes, how was the issue addressed? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an ileostomy closure when they are firing the blue load and they were firing in order to create the common channel of the bowel there were staplers on the distal end that did not form correctly leaving the sharp end of the staple exposed inside the small bowel. They were able to finish the procedure and did not know if there's any left over staplers in the small bowel that may cause patient harm.

Manufacturer narrative:
(B)(4). Date sent 6/26/2025. Corrected data d4: UDI#. Additional information was requested, and the following was obtained: 1. A manufacturing record evaluation was performed for lot#230d36 provided and was found that correlate to '29mm end effector assembly', could you please provide the correct lot #/batch? A. 280d36. 2. Did the device lock-out (no staples deployed and no cut line started)? A. No it did not. 3. Or, did the device start to deploy staples and cut but could not be completed (partial fire)? A. Staple line was completed and staples were deployed but the staples at the most distal end were deployed but not properly formed and left with sharp ends out in the common channel of the small bowel of the anastomosis. 4. Did the device staple? A. Yes. 5. If the device stapled, was the staple line complete? A. Yes. 6. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? A. Every staple did a b-formation except the last couple that came out with legs straight and fell into the common channel of the small bowel 7. Did the device cut? A. Yes. 8. If the device cut, was the cut line complete? A. Yes. 9. Were the cut line and staple lines equal? A. Not sure. 10. How was the issue addressed? A. Not sure. 11. Was there a patient consequence? If yes, how was the issue addressed? A. No, but have to wait for post-operative results. 12. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? A. None as of now.

Manufacturer narrative:
(B)(4) date sent 9/22/2025 d4 batch #253d45. Investigation summary the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample determined that the glc80 device was received with no apparent damage and with three glcr80b reloads (b, c &d) present. The reload (b) had the proximal 10 drivers up without staples, and the remaining drivers down with staples present. The returned reload had the swing tab in the locked position. Also, reload c & d were received fully fired. During the visual inspection, a crack in the internal tab of the anvil shroud was noted. The crack did not have a functional impact on the device and is unrelated to the reported event. No conclusion could be reached on what caused the anvil shroud to be damaged. The reload was reset and the device was tested for functionality with the returned reload and it fired, cut, and formed all the remaining staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 253d45, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 7/3/2025. Additional information was requested, and the following was obtained: are there any photos of the staple line? The staple line was located inside the common channel off the anastomosis so no image is available, nor would we have been able to take one. Please send to productcomplaint1@its.jnj.com any difficulty firing the device? No was there a partial fire? No did the surgeon fire a complete firing cycle? Yes did the device cut? Yes were there malformed staples? No it was stated that ¿did not know if there's any left-over staplers in the small bowel that may cause patient harm¿. Can you please confirm if there were patient consequences? None as of now.

Manufacturer narrative:
(B)(4). Date sent 7/8/2025 the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.